Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.

Event description:
A catheter revision was being performed. A knot was located along the catheter occluding it. The surgeon attempted to resect the existing catheter after removing the damaged section. He attempted to flush the remaining pump segment after accessing the catheter access port and noticed that there were multiple holes. Subsequently, the catheter wall burst. The entire catheter was explanted and replaced. There was reported to be no pt injury. The pt recovered without sequela.